Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 2 months no additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2016 due to cardiac arrest. It was reported that the patient had been doing very well at home until suffering gastrointestinal (gi) bleeding. The patient had been admitted with significant gi bleeding, anemia, and heart failure approximately 22 days prior to expiration. The patient underwent enteroscopy banding of the small bowel arteriovenous malformation (avm) at an outside facility. The patient was then transferred to the implanting center. On (B)(6) 2016, the patient was transferred to the intensive care unit (ICU) due to volume overload and worsening acute kidney injury. A pulmonary artery (pa) catheter revealed low central venous pressure (cvp), pulmonary artery pressure (pap), and cardiac index (ci). The patient was started on milrinone along with unspecified antibiotics for a klebsiella urinary tract infection (uti). The patient further developed septic and cardiogenic shock that required increased vasopressor requirements, and also suffered acute pulmonary failure requiring mechanical ventilator support. The patient's acute kidney injury required crrt. On (B)(6) 2016, the patient underwent a transjugular liver biopsy for persistent transaminitis. On (B)(6) 2016, the patient required further increase in vasopressor and inotropic support. A bedside echocardiogram (echo) was performed and revealed right ventricular failure and worsening cardiopulmonary shock. Despite maximal support, the patient continued to decompensate. On (B)(6) 2016, per the family¿s request the patient was extubated, infusions discontinued, and lvad flows decreased. The patient died peacefully with family at bedside. The pump was reported to have functioned as expected and will not be returning for evaluation.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported gastrointestinal bleeding, renal failure, pulmonary failure, and right heart failure could not be conclusively determined. Bleeding, renal failure, respiratory failure and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.